Manufacturer narrative:
H10: the customer replaced the blower to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that the blower was not running, and was alarming for patient disconnect. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was informed that with no patient circuit connected, on the pneumatics page with pressure set to 10, blower rpm = 3000, blower amps = 2. The rse advised to replace the blower, and provided parts ID.